Event description:
It was reported that it was asked for the right atrial (ra) lead length for an extraction procedure. The lead remains in service. No adverse patient effects have been reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that the non-boston scientific representative asked for the right atrial (ra) lead length for an extraction of the device. The lead was explanted. According to the boston scientific representative, the patient had a therapy change and there was no malfunction of the device. No additional adverse patient effects were reported.